Manufacturer narrative:
(B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for system 2000 and primo ferro (part of system 2000 bath series), we have found low number of other cases with similar fault description (indication of the contamination. With the amount of sold devices and with comparison to the daily use of them the occurrence rate observed for these kinds of complaints with this failure mode in last 5 years is considered to be decreasing and very low. It was initially reported to the arjohuntleigh's representative by the customer high counts of pseudomonas within the shower handset / hose. There were no consequences or impact to the residents or caregivers. However due to potential risk to users, we consider this complaint to be reportable to the competent authorities. No failure was found that could cause or contribute to the reported problem, therefore we find the device met its specification. Pseudomonas aeruginosa is a bacterium commonly found in moist environments such as soil, water, sinks and showers and often found in spas or purified water system operators. Pseudomonas grows in water and thrives at warm temperatures. If spa water is not properly maintained chemically, it may become a breeding ground for pseudomonas. Pseudomonas grows quickest if the water is allowed to sit without movement. The optimal temperature for a growth is 37 °c, and can also survive at a wide range of temperatures from 4°c to 42°c. The received information showed that the temperature of supplied water for the involved bath was: hot water 61.4 °c and cold water 18.1 °c. This is correct with the recommendations included in assembling and installation instructions (06.ar.15_13gb from april 2009): cold water temperature: 2-25°c (36-77°f) warm water temperature: 38-80°c (104-175°f), recommended: >60°c (140°f) from our evaluation we don't see the water temperature as a case for this complaint as there was no contamination in whole shower system but only in shower outlet (including hose) and there was no indication of water temperature fluctuation. Please note that primo ferro is approved by ul and wras regarding back flow prevention and microbial growth inside the system. Therefore it is highly unlikely that the pseudomonas contamination originates from the bath system but rather from the external environment. As the received information showed that only the hand shower outlet had unsatisfactory results, however no full results details were provided. From our evaluation we find 2 factors that could have contributed to the reported contamination: shower handle was hold in a water repeatedly for long time what could result in water ingress, it is very unlikely as this kind of risk is addressed in test report for ul and wras requirements, but it cannot be ruled out shower handle was not cleaned as recommended by product IFU 'care and maintenance' section included in operating and product care instructions (04.ar.09/9gb from december 2006) informs that the customer is obliged every month to check/clean shower heads (remove and clean the strainers in the shower heads) if any impurities or dirt was found that would indicate possible contamination, handle should be cleaned or put out of use. None of the above factors can be stated for certain as there was no information of broken parts or other anomalies to the bath. Therefore from the above evaluation we are not able to establish the exact cause of the reported contamination. However as presented above, it is most likely that the reported problem was related to the cross contamination.

Event description:
Initially it was reported to arjohuntleigh representative by the customer high counts of pseudomonas within the shower handset / hose. No incident description form was provided as there was no adverse event.